Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation.(B)(4).

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop, safety valve open, low peep and low o2. The customer reported there was no patient involvement associated with this event.